Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was evaluated and no anomalies were found.

Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD) and the left ventricular (lv) lead, there was high impedance on the lv lead when first measured. Two days later, the right ventricular (rv) lead was implanted and the impedance was high also. Therefore, the ICD was replaced and the impedance measurements were normal. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.